Event description:
It was reported that the md inserted the guidewire via the femoral artery while in the ICU/ER ward. During guidewire insertion, the md felt strong resistance. After guidewire was introduced, the md began advancing the iab over the guidewire. The iab would not pass over the guidewire. As a result, the md removed the iab and guidewire as one unit. The md then inserted another brand iab with success. There were no reported patient complications.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.